Event description:
It was reported that during trial run use, the cardiosave intra-aortic balloon pump (iabp) units high temperature alarm will appear. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) said that after maintenance and inspection, the compressor test and other aerodynamic performance tests were passed. Replace the positive and negative pressure filters. After the machine has been used normally for a period of time, the high temperature alarm occurs repeatedly, the valve group has obvious air leakage, it is recommended to replace the valve group. Fse also stated that because the iabp fails repeatedly, and the faults change repeatedly after repairs, the customer and the dealer reached an agreement and agreed to replace the machine with a new one. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) units high temperature alarm will appear.